Manufacturer narrative:
The hill-rom tech found the casters needed to be adjusted. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performs preventative maintenance on their beds. The tech adjusted and cleaned the brakes to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).